Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient stated that they realized they had high blood glucose levels on (B)(6) 2020. They had levels of 300 mg/dl. They checked again to make sure the bolus was being used up and it was still high at 550 mg/dl leading up to 8 pm. Patient decided to go the hospital. Patient then drank water and by the time they got to the hospital they believe it was 778 mg/dl. Patient stated when they got to the hospital they put them on insulin drip and finally got the blood sugar down.